Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis found the battery voltage at operational range and found the system current drain to be nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The battery indicator signified that it the time is approaching for device replacement. Battery voltage is 2.90 volts, pre-approaching recommended replacement time (rrt).

Event description:
It was reported that the device battery was depleting sooner than expected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.